Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was planned to be used for the endovascular treatment of a 50mm abdominal aortic aneurysm. During the index procedure it was reported that the stent graft failed to deploy. It was reported that the device seemed to be adhered to the outer sheath, the product did not come out, and only the dilator was advanced upwards. The device was replaced with another medtronic limb etlw1616c156. According to the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary the device returned with a gap of 2.6cm visible between the external slider and the front grip. A gap 2.1cm was observed between the taper tip and the graft/graft cover. The stent stop was bunched and deformed due to the graft moving proximally. The external slider was rotated, and the graft moved distally with the graft cover therefore the graft could not be deployed. Snaking was observed to the graft cover as it was retracted. The reported deployment difficulties were confirmed through analysis. If information is provided in the future, a supplemental report will be issued.